Event description:
It was reported that blood was found on the bottom of the outside of the bd microtainer® pst¿ tubes with lh (lithium heparin) after centrifugation. The sample spun had been collected from a baby for "tb", and the well the sample was spun in was found "full of blood". However, upon visual inspection, the customer did not find any cracks or holes in the bottom of the tube. The ward was reportedly notified and a new sample was collected. As reported by the customer, "[lab] - baby sample for tb was collected in a3nn by l6mq at 0827 ((B)(6)). Sample was received in lab and put to spin. When removing sample from centrifuge it was noticed that there was blood on the outside bottom of the tube. The centrifuge well (spot 3) that the sample was in was full of blood. It appeared as if red cells were forced out the bottom of the tube during centrifugation as the plasma and gel were still in the tube. I examined the microtainer but could not see any clearly visible signs of any cracks/holes. This was the second time in less than a month that this occurred. Both tubes were the same lot # (827652n) and were spun in different wells of the centrifuge. Immediate actions ward was notified and sample was recollected. A product complaint has been filed on feb 4th/19 (complaint #(B)(4)). Date: (B)(6) 2019. Patient info: 1 day old male from nicu. Exposure to blood: yes, upon removal of tube from centrifuge. Leak was cleaned following lab procedures. Medical intervention/erroneous results: sample was not analyzed as unsure if it was adequately centrifuged due to the leak. Specimen was recollected. Unused sample available: empty tube is available, plasma was discarded."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a molding issue on the tube bottom of the reservoir, was observed. The molding issue likely attributed to the leakage that the customer had observed with the incident lot. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were found relating to this issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd had initiated further investigation relating to this issue through CAPA#766109 and the potential causes were identified. As a result, corrective actions were established and implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for a molding issue on the tube bottom of the reservoir was observed. Evaluation of the retain samples was also conducted and no issues were observed. Further investigation activities were conducted through CAPA#766109 and the potential root causes were identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences. Root cause description: CAPA#766109 was conducted to document further investigation and root cause analysis relating to this issue. The investigation identified the most likely root causes and corrective actions were implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA was required in order to determine the root cause associated with this issue. The investigation identified potential root causes for this issue and corrective actions were implemented.

Manufacturer narrative:
Bd is conducting a voluntary medical device recall for the previously reported catalog and lot numbers for the bd microtainer® tubes based on confirmation that there may be damaged tube reservoirs present. A damaged reservoir may lead to a decreased fill volume causing samples to be insufficient for testing and improper blood-to-additive ratio, potentially producing erroneous results.  Recollecting samples and retesting for the patient may be required if a microtainer® tube with a damaged reservoir was used. This may lead to a delay in test results being reported and patients being treated.  Additionally, a damaged tube reservoir may result in the potential for blood leakage and exposure to healthcare workers. The root cause investigation has determined that the damage to the tube reservoirs was caused by an equipment malfunction during the molding process.  The equipment malfunction has been corrected.  Please reference bd recall #: pas-19-1454-fa.

Event description:
It was reported that blood was found on the bottom of the outside of the bd microtainer® pst¿ tubes with lh (lithium heparin) after centrifugation. The sample spun had been collected from a baby for "tb", and the well the sample was spun in was found "full of blood". However, upon visual inspection, the customer did not find any cracks or holes in the bottom of the tube. The ward was reportedly notified and a new sample was collected. As reported by the customer, "[lab] - baby sample for tb was collected in a3nn by l6mq at 0827 ((B)(4)). Sample was received in lab and put to spin. When removing sample from centrifuge it was noticed that there was blood on the outside bottom of the tube. The centrifuge well (spot 3) that the sample was in was full of blood. It appeared as if red cells were forced out the bottom of the tube during centrifugation as the plasma and gel were still in the tube. I examined the microtainer but could not see any clearly visible signs of any cracks/holes. This was the second time in less than a month that this occurred. Both tubes were the same lot # (827652n) and were spun in different wells of the centrifuge. Immediate actions ward was notified and sample was recollected. A product complaint has been filed on feb 4th/19 (complaint #(B)(4)). Date: (B)(6) 2019. Patient info: 1 day old male from nicu. Exposure to blood: yes, upon removal of tube from centrifuge. Leak was cleaned following lab procedures. Medical intervention/erroneous results: sample was not analyzed as unsure if it was adequately centrifuged due to the leak. Specimen was recollected. Unused sample available: empty tube is available, plasma was discarded."

Manufacturer narrative:
Other occupation: clinical biochemistry technical director, diagnostic services. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood was found on the bottom of the outside of the bd microtainer® pst¿ tubes with lh (lithium heparin) after centrifugation. The sample spun had been collected from a baby for "tb", and the well the sample was spun in was found "full of blood". However, upon visual inspection, the customer did not find any cracks or holes in the bottom of the tube. The ward was reportedly notified and a new sample was collected. As reported by the customer, "[lab] - baby sample for tb was collected in a3nn by l6mq at 0827 ((B)(4)). Sample was received in lab and put to spin. When removing sample from centrifuge it was noticed that there was blood on the outside bottom of the tube. The centrifuge well (spot 3) that the sample was in was full of blood. It appeared as if red cells were forced out the bottom of the tube during centrifugation as the plasma and gel were still in the tube. I examined the microtainer but could not see any clearly visible signs of any cracks/holes. This was the second time in less than a month that this occurred. Both tubes were the same lot # (827652n) and were spun in different wells of the centrifuge. Immediate actions- ward was notified and sample was recollected. A product complaint has been filed on feb 4th, 2019 (complaint # (B)(4)). Date ¿ (B)(6) 2019. Patient info ¿ (B)(6) male from nicu. Exposure to blood ¿ yes, upon removal of tube from centrifuge. Leak was cleaned following lab procedures. Medical intervention/erroneous results ¿ sample was not analyzed as unsure if it was adequately centrifuged due to the leak. Specimen was recollected. Unused sample available ¿ empty tube is available, plasma was discarded."